Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the provided picture confirmed the presence of a hair-like fiber on the stockinette containing an implant. However, the product was completely taken out of its packaging. Only the implant was returned back for evaluation; no packaging was returned. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet control cannot be determined. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Femoral head sterile product do not resterilize 12/14 taper. (B)(4). Report source: (B)(6).

Event description:
It was reported a hair was present in the inner implant box. The implant was not used. No adverse event noted to patient. Attempts were made to obtain additional information; however, none was available.